Event description:
It was reported that the pump showed an error saying the cassette was not properly tightened and there was only 1 ml left in it, even though there was significantly more still left in the cassette. Per reporter, afterwards another error appeared, indicating a system/software error. The error could be cleared but the pump would turn off and when turning it back on the error would pop up again. Reporter stated the physician was called and decided that the pump should be turned off until the next morning and the patient should receive medication if in pain. When the pump was tried once again, it showed the first error again, and shortly after the second system error. The pump could no longer be turned off, so it was disconnected and put away. The pump showed error code 46828 and 42221 (user interface to microprocessor timeout). No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review shows that this device was in for service on 14-may-2025 and is related to the customer stated problem. Review of the event history shows "medium alarm displayed: cassette partially unlatched" alarm messages. Functional testing found that the message ¿cassette not connected correctly, please reconnect the cassette¿ appeared. The reported issue was determined to user related issue. No further action will be taken.